Event description:
An orsiro mission drug-eluting stent system was selected for treatment. After pre dilatation of a very calcified lesion in the proximal lad, it was not possible to cross the lesion with the device. Another orsiro was used with success.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The stent does not show any damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.